Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 13apr2026 in the b.5. Field. No further follow-up is planned. Evaluation summary a pharmacy reported a broken humapen savvio stating that the "piston rod is broken/does not go down" investigation of the returned device (batch 2403s01, manufactured march 2024) revealed that the clutch engagement tabs were stuck in the down position, and the tabs would not travel. The injection screw would not advance and the device was inoperable. The device exhibited damage on the teeth of the housing collar and the face clutch. A root cause investigation included review of the batch production record, retain samples, complaint history, maintenance records, and end of line test control chart data for batch 2403s01. No nonconformances or anomalies were identified during production. A definitive root cause could not be identified. There is currently no evidence of a systemic issue against batch 2403s01. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns.an unknown patient medical history and concomitant medications were not provided. On unknown date, the piston rod of humapen savvio blue was broken, it did not go down (lot number 2403s01 and pc number (B)(4)). It was unknown who operated the device, if the operator was trained and how long this device model and the reported device has been used. The reported humapen savvio blue returned to manufacturer. Update 11apr2026: additional information received on 09apr2026 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage remains no, malfunction remain yes (cirm). Corresponding fields and narrative updated accordingly.